Event description:
The manufacturer received a work order reporting that the simplygo device exhibited melted filter. Additionally, main pca is damaged, sieve canister is failed, and pressure valve is damaged. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation. A final report will be sent once the investigation is concluded.